Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm. The blood glucose was 12.2 mmol/l at the time of the incident. Troubleshooting was carried out and the pump has always had the correct batteries in use and brand new ones too. Customer¿s pump must be replaced due to alarming so often with no prior to warning. During self test pump error alarm occured. Pump was troubleshooted for the alarm and it passed all steps. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.